Manufacturer narrative:
This report will be updated when investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly during a tka, when seating the final femoral primary implant, using the femoral holder/driver, it broke. The small metal pieces in the knob broke, so it was impossible to use the knob to tighten it. The surgery time was extended more than 30 minutes.